Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 413 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed idle current test,run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. We were unable to perform occlusion test and excessive no delivery test due to prime anomaly. No motor error alarm noted. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.